Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.

Manufacturer narrative:
This is being reported for a problem found earlier engineering evaluation did not find a system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.